Event description:
It was reported by the rep that the atw35 was used during a video assisted thoracic surgery. It was reported by the rep that the device either misfired or was misused. Another atw35 was pulled and there were no ensuing problems. The surgeon based at ussc account was performing the procedure at an ethicon account the surgeon had not used an atw35 previously and was handed one. There was no consequence to the pt.